Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was unable to remove the guidewire from the left ventricular (lv) lead. The physician tried different methods to remove the guidewire; however, it remained stuck. The physician used great force resulting the guidewire breaking and dislodgement of the lv lead. The lv lead was not implanted and a competitor lv lead was used. It was further reported that the physician was unable to insert the competitor lv lead into the device header with appropriate impedance measurements. The physician tried multiple times without getting the right impedance measurements to indicate a good connection. The device was not implanted. The physician attempted to connect the competitor lv lead to a second device; however, the same issues were noted. The second attempted device was not implanted and a competitor device was used. No patient complications have been reported as a result of this event.